Event description:
It was reported that the patient presented to the emergency room experiencing weakness and shortness of breath. The physician questioned loss of ventricular capture - which was then noted on the presenting electrogram - and additionally, the right ventricular lead had high pacing impedance and high threshold. The physician elected to upgrade the device from a dual-chamber implantable pulse generator (ipg) to a bi-ventricular ipg, and the lead was not revised. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the rv exhibited loss of capture during the device feature that automatically monitors atrial pacing thresholds at periodic intervals test running. The device was feature that automatically monitors atrial pacing thresholds at periodic intervals was programmed off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.